Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the trocars leak when the vitreous body is removed from the trocar entrance in approximately thirty to thirty five percent of the "maculopathy" vitrectomy procedures. No harm to the patients have been reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon. The surgeon indicated in some cases, the leakages were observed as soon as the procedures were started, while in other procedures, leakage occurred after a period of time. In most of the procedures, the leakage was from multiple trocars. The trocars were replaced in a majority of the cases and all the procedure were completed with no harm to the patients.